Event description:
After further review, it was determined that the mode switching was appropriate device function based on the lead oversensing.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had inappropriate mode switching due to noise on the atrial lead from an insulation breach. The device remains in use. No patient complications have been reported as a result of this event.